Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not sound an audible alarm tone on the low setting during an alarm condition. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone while on the low volume setting. This was due to a short in the piezo buzzer due to deterioration of the buzzer's silver coating that created a silver bridge between two pins. The silver bridge was caused by contamination. This report represents all the info known by the reporter upon query by hospira personnel.